Manufacturer narrative:
The product was returned for analysis and damage was observed to the intra ocular lens (iol). No cartridge was returned. Iol returned adhered to the lens case lid. Solution is dried on both surfaces of the optic and haptics. Both haptics have fibers and particulate. The optic has fibers and particulate. The iol met specifications when dimensionally measured for edge thickness and plan view. No cartridge returned. The product investigation could not identify the root cause for the reported complaint "cannot inject lenses" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the physician could not inject the lenses. The cartridges and the injectors were changed but still the physician failed to inject the lenses. Hence a new lens of different model was used as a back up and the surgery has been completed without any problem.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).